Event description:
On (B)(6) 2011 global pharmacovigilance (gpv) received a report by a (B)(6) male patient stating the metal (titanium adapter) from the catheter became loose and opened resulting in peritonitis. On an unreported date, the patient began treatment with dianeal pd2 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis on (B)(6) 2011. It is unknown what interventions were administered. The patient was discharged from the hospital on (B)(6) 2011. The patient outcome was not reported. The patient was recovering from the event of peritonitis. Dianeal therapy was ongoing. An opinion on causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as no lot number was provided. The cause of the peritonitis was undetermined. This issue is being investigated through CAPA.